Event description:
Rptr experienced multiple problems with the pacemaker. She had a 2nd degree heart block type ii, abnormal qrs wave, and abnormal ECG. Rptr also experiences fatigue and her face loses color. Rptr would like to have the pacemaker explanted but is having problems finding a dr to perform the surgery.